Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a regular follow up the device was could not be interrogated on multiple attempts with different programmers. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be caused by a low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found, which caused the low battery voltage.